Event description:
Customer reports that during their own testing, the measurements shown on an image were incorrect. The measured value was twice what it should have been. There was reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).